Manufacturer narrative:
The insulin pump was received with all operating currents within specifications and passed functional testing including the rewind test, self-test, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. Inserted a water test reservoir, programmed with multiple boluses and monitored; all boluses delivered properly and were listed in the bolus history screen. The test reservoir units left matches properly to the units left in the insulin pump status screen noted. No bolus delivery anomaly noted. The insulin pump had minor scratched lcd window, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that customer was not getting any insulin and did not receive a no delivery alarm. Customer's blood glucose was 400 mg/dl. Caller was advised that insulin pump would need to be replaced.